Manufacturer narrative:
The analysis team was unable to perform the displacement test due to partially broken off reservoir tube lip and missing reservoir tube o-ring. The pump was received with cracked case at the display window corner, cracked battery tube threads, missing end cap sticker, cracked reservoir tube, stained back address label and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack in case. The customer's blood glucose was 156mg/dl. Crack is seen on reservoir thread. Drive support cap appears to be normal. The insulin pump will be returned for analysis.